Manufacturer narrative:
Unit passed displacement test and self test. However, pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Pump received with cracked case at the display window corners, cracked lcd window, cracked belt clip slot and cracked reservoir tube lip. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump escape and action buttons did not work, no harm requiring medical intervention was reported. The insulin pump was returned for analysis.